Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on march 2010 and performed to specification up to the 19th october 2014. Multiple manual power ups, mainly of ten minutes duration where observed, between the (B)(6) 2014 and the final log entry on the (B)(6) 2014. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.